Event description:
Reportedly, when the device was used to perform an analysis of pt electrocardiogram, the device rendered a no shock decision. A paramedic affiliated with the facility reviewed the recorded pt electrocardiogram from the event and alleged the pt had a shockable ventricular fibrillation for which the device should have rendered a decision to shock.